Event description:
It was reported that as the device was being unpacked, the main coil junction was observed to be broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned loaded within the introducer sheath. No anomalies were noted to the introducer sheath or the delivery wire. The coil was freely advanced and retracted without issues. The proximal contact was found to be detached likely to handling of the device during unpacking. Microscope analysis did not reveal any damage to the main coil or main coil junction. The as reported defect could not be confirmed as the main coil was noted to be fully in tact as no breaks or fractures were identified. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that as the device was being unpacked, the main coil junction was observed to be broken. There was no patient involvement.

Manufacturer narrative:
Subject device is not available.